Event description:
On (B)(6) 2023, a patient (pt) in japan sent an email to report ¿eye trouble¿ and wanted to switch to a daily disposable contact lens. No additional information was provided. On (B)(6) 2023, the pt provided additional information. On (B)(6) 2023, the pt inserted a new acuvue® oasys® brand contact lens (cl) and the following morning, the pt developed redness in the right eye (od). The pt went to an eye clinic on (B)(6) 2023 and was told ¿mold was noted in the od.¿ the pt was instructed to discontinue cl wear until the symptom resolved and return to clinic on (B)(6) 2023. The pt was prescribed pimaricin eye ointment before bedtime and an eye drop (details were unknown) every 3 hours. No diagnosis was provided by the pt. Pt reported returning to the eye clinic on (B)(6) 2023 and (B)(6) 2023. No changes were noted during the return visits. The pt was advised that improper handling was the cause and was ¿advised to ¿switch cl to a 1-day disposable. The pt reports od redness and foreign body sensation is ongoing. The pt agreed for a medical interview with the treating ecp. On 07sep2023, the pt provided additional medical information. On (B)(6) 2023, the pt returned to the eye clinic and the ecp found no issue with the eye. No instructions were given to discontinue cl wear or return to the clinic. No medications were prescribed. The eye is fine, and the pt returned to cl wear today. Attempts were made to confirm the diagnosis and treatment with the pt¿s treating ecp. On 26sep2023, no diagnosis was received. Therefore, the event was determined not to be a serious adverse event at this time with the limited medical information provided by the pt. On 29sep2023, the following medical information was received from the pt¿s treating ecp: on (B)(6) 2023, the pt visited the eye clinic with complaints of od eye pain. Diagnosis: mycotic corneal ulcer in the od. Infectious: yes; culture: not conducted. Location of lesion: right eye cornea in the direction of 6:30; size: 0.8 mm. Findings: white mossy corneal ulcer. Impact on va: none: va with correction: 1.5 od; va without correction: 0.15. Prescribed: pyrimacine ophthalmic solution, pyrimacine ophthalmic ointment . Discontinue cl wear 14 days; return to clinic on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. On (B)(6) 2023, (B)(6) visit: outcome: resolved. Findings: corneal scar with corneal nubecula. Va with correction: 1.5; va without correction: 1.5. Treatment: discontinued. No instruction to discontinue cl wear and no return visit was instructed. On 29sep2023, with the receipt of the medical information from the treating ecp, the event was determined to be a serious adverse event. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005tqt was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product discarded.

Manufacturer narrative:
On 20nov2023, it was noted in a file review that the medical information was incorrectly documented in the (B)(6) 2023 eye care professional (ecp) visit filed with the FDA in the initial MDR on 19oct2023. On 19oct2023, the initial MDR 1057985-2023-00081 was noted with the incorrect od va on the (B)(6) 2023 ecp visit ¿va with correction: 1.5; va without correction: 1.5.¿ the correct va for the od is ¿va with correction: 1.5; va without correction is 0.15.¿ if any further relevant information is received, a supplemental report will be filed as appropriate.